Manufacturer narrative:
Date of event is estimated as (B)(6) 2021. The UDI is unknown due to the part/lot number was not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, worsening mitral regurgitation, medical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted prolapsed anterior. On (B)(6) 2021, two clips were successfully implanted, reducing mr to 1. Then approximately three weeks later, the patient returned with dyspnea. Imaging showed an anterior leaflet prolapse with flail, located just lateral of the second clip, worsening mr to 4. Both clips remain stable on the leaflets. The patient remained hospitalized to await additional treatment. On (B)(6) 2021, the patient underwent a second mitraclip procedure. One additional clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following additional information was received: on (B)(6) 2021, the patient returned with dyspnea. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The worsening mitral regurgitation (mr) appears to be due to the tissue injury and the dyspnea appears to be a cascading effect of the mr. Tissue injury, mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. B3: date corrected d4: part number, lot number, UDI number, expiration date updated. H4: manufacture date updated.